Event description:
It was reported that the patient experienced symptoms of corneal edema accompanied with reduced vision of the right optic following a removal and exchange of an intraocular lens (iol). It was stated that an alcon toric smgat3 lens was removed and then an abott medical optics lens, model z9002, was implanted into the sulcus. The patient reportedly experienced postoperative cornial edema and loss of vision. The patient was later seen for a follow up on (B)(6) 2012 regarding the postoperative corneal edema and loss of vision and was reported to be recovering well. No additional information was given.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted.